Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, broken tubing.

Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed the detachment site of cylinder #1 and the shorter exhaust tube of the pump appear to be rough and irregular, indicating sufficient stress was exerted. A separation is noted in the bladder of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. Surface abrasion is noted on all tubes and all strain relief of the pump and on the exhaust tube of cylinder #1 and #2. Partial separations within abrasion are noted on the longer exhaust tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, or the reservoir. Based on the information received, previous quality simulations, and examination of the returned product, quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) was exerted on the shorter exhaust tube of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 3714823. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.